Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 521 mg/dl and 130 mg/dl. The customer also mentioned he had "cream for the liver" on his hands prior to testing and did not wash it off. No adverse event reported. Return of the suspect device was requested for evaluation.